Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-20-2024 it was reported by the patient that 6 infusion sets were kinked. After 3 hours of insertion patient noticed the symptoms. The infusion set was in use for 4 hours for all the events and the site was abdomen for all the events. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1919707 - MDR 3003442380-2024-15898 - device 2 of 6.